Manufacturer narrative:
H3: product ID 97755-s ; serial# (B)(6); product type recharger was returned for product analysis. Analysis found that the complaint was unverified. Couldn't replicate rm03 error code and found implantable neurostimulator (ins). Visual observation noted strain relief unbonded from donut. This does not impact the functionality of the recharger. However, recharger antenna failure. Specifically, antenna test temperature failure was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID: 97755-s (serial: (B)(6); product type: 0213-recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported that their controller was not working to charge their implant. Patient stated they were seeing system problem rm03 on their controller. Patient said the issue started on saturday and they had been resetting the controller which would work for a while, but now it was completely not working and they could not charge the implant at all. Patient confirmed there was no physical damage to any of the equipment/pins. Walked patient through resetting the controller. Patient then connected recharger and was able to start a charging session with excellent quality. Patient mentioned that yesterday it took over an hour to start charging the implant because the controller kept checking the quality of the recharger. Patient also mentioned that they would be charging for a few minutes and then the controller would switch over to the error message and not charge at all. Asked if patient got the poor recharge quality message frequently and patient said that it had been doing that a while ago and that it would take a while for them to get the implant to charge, even though they knew the paddle was right over the implant. Patient said yesterday they were charging the implant with the controller at 90% and the implant at 30%, but it did not increment past 30% at all, and now the implant is fully depleted. Patient noted that the paddle had gotten warm a few times and that the relay box on the cord had been getting warm as well. After a few more minutes of charging, patient reported seeing system problem rm03 again. The issue was not resolved. An email was sent to the repair department to replace the recharging antenna.